Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient had a blood glucose (bg) of 286 mg/dl with shakiness, grumpiness and increased thirst/urination. The patient received no unusual treatment. During troubleshooting, customer support found the pump was not calculating the recommended bolus total correctly and advised patient to discontinue pump use. This complaint is being reported because the patient experienced hyperglycemia and the alleged inaccurate delivery issue was not resolved.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: no defect was found. Unable to duplicate reported complaint. No alarms related to the complaint in alarm history; only typical usage observed. Daily insulin delivery totals correctly reflects the user's programmed basal rates. Pump passed a delivery accuracy test and was found to be operating within required specification and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.